Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of separation other component - no leak was verified by visual inspection. Evaluation of the sample received identified that the tubing of the distal male luer connector was broken off into a connector provided by the customer. Examination of the tubing of the male luer connector indicates that the tubing has some deformation in the tubing indicating the direction of the force applied to the connector causing the break. A device history record review for the provided model number and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue reported in this complaint is that excessive force was applied perpendicular to the axis of the tubing for the infusion set during disconnection or connection of the tubing. Examination of the tubing under magnification indicates bent edges in the tubing, indicating the direction in which the force was applied. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 2 bd alaris pump module smartsite infusion sets had component separation issues. The following information was provided by the initial reporter: ¿the tip of the tubing is breaking off into the IV cap when you try to disconnect the tubing. She said that it's the third time it has happened to her.¿